Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient experienced dizziness. The device was interrogated and found in back-up mode. The device was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.